Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Additionally, it was reported that the pump's usb port was damaged, and the pump could not be charged. There was no reported impact to the customer's blood glucose level.